Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates with multiple cartridges. Reportedly, the cartridge was filled with over 320 units, and initially displayed a fill estimate of over 240 units. At the time of the call, the insulin gauge displayed 130 units. Recommendation was made by tandem technical support to not overfill the cartridge as that can cause an inaccurate fill estimate. Reportedly, the customer ran out of insulin early which caused the customer's blood glucose (bg) level to be 400 mg/dl. Manual injections were delivered to address bg level. The customer was unable to upload for the most recent fill estimate event; however, for the past occurrences, review of the pump data logs show that there was a discrepancy between how much the pump calculated versus the amount of insulin delivered. It was confirmed that the customer will continue using manual injections for alternate insulin therapy.